Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-03138, 1225714-2014-03139, 1225714-2014-00140 and 1225714-2014-03141.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.